Event description:
It was reported occlusion alarms occurred. There was no reported impact on the customer's blood glucose level, and no additional information was received regarding the outcome of the event, tandem technical support attempted to contact the customer but no response was received.